Event description:
It was reported that during a sigmoidectomy procedure, the device was fired without any problems at the first firing outside the patient by a nurse. However, it was hard to grasp the firing trigger and the device could not be fired at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Malformed clip, indicator wheel failure. The analysis results found that one device was received with one pear shaped clip jammed in the jaws. The device was cycled, fed and formed the remaining eleven clips within manufacturing specifications. The device locked out as intended, but the orange indicator did not show up completely. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.